Event description:
Siemens was notified via email by the customer on (B)(4) 2012, when they were reviewing the planning CT in the atiste system after performing pre-treatment checks on the pt, it was noticed that the incorrect reference point was "checked" as the isocenter. Reportedly, while they were able to "uncheck" that incorrect reference point and "check" the correct reference point, (B)(6) (md) would not allow them to save the change because the save button was greyed out. There is no report of mistreatment or injury to a pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported occurrence on (B)(4) 2012. The syngo rt therapist 4.2 software does not allow saving changes of the rt structure or planning CT data, and this is described in the rt therapist online guide. However, the incorrect description of this workflow is in the syngo rt therapist quick guide. Corrective action is being implemented to correct the workflow described in the syngo rt therapist quick guide. Proper training is in order for the user. Customer address: (B)(6).